Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the device was received intact and had no signs of a break; however, under magnification an epoxy failure was identified, as the glass cap was able to rotate and move independently of the metal cap. The glass cap exhibited moderate devitrification at output window and the metal cap exhibited severe detritus adhesion on surface. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical or procedural factors, such as prolonged tissue contact would limit the performance of the fiber and cause reduced vaporization efficiency. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap and metal cap misalignment occurred due to temperature higher or close to epoxy degradation near the laser beam output window. Increase in higher temperature can occur when there is tissue adhesion from constant heavy tissue contact and/or a decrease in the saline cooling flow leading to continuously elevated temperature at the fiber tip near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted lass cap and metal cap misalignment. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate the fiber broke after 149,697 joules and 15:18 minutes of use. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The product has not been returned; therefore, no physical or visual analysis of the product could be performed. Based on the information provided, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate the fiber broke after 149,697 joules and 15:18 minutes of use. A second fiber was used to complete the procedure without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate the fiber broke. A second fiber was used to complete the procedure without clinical consequences to the patient.